Event description:
Patient admitted with 2 days of "rusty urine" in setting of inr 1.5 with power spikes and high flows. Patient started on bivalirudin due to history of hit and asa increased to 325 mg. Admission settings: flow 9.1 l/min, speed 3000 l/min, power 6.2 watts. Settings in clinic visit (B)(6) 2016: flow 6 l/min, speed 3000 rpm, power 5.8 watts. Due to minimal response to therapy patient was given lytics on (B)(6) 2016 and listed for transplant 1a status. Ldh continued to downtrend after therapy and patient transitioned to bivalirudin bridge to warfarin therapy.

Event description:
Patient admitted with thrombosis (B)(6) 2016, s/p thrombolytic therapy with improvement of ldh; continued on bivalirudin bridge to warfarin. Patient had been listed in unos (B)(6) 2015. Patient continued progress in hospital and a suitable donor was offered on (B)(6) 2016.